Manufacturer narrative:
The padpro multi-function electrodes are single use, disposable devices intended for use during defibrillation, cardioversion, pacing and ECG monitoring. A review of the manufacturing documents from the DHR/lhr, device history record/lot history record, verified that these devices were manufactured and released according to the current and approved procedures and material specifications. Proper manufacturing procedures including testing and inspections were performed during manufacture to prevent non-conformances regarding the product's identity, quality, safety, effectiveness and performance. One full set of used mfes were returned marked as the 12 hour pace on the packaging as well as the back pad (attached to white wire) of the mfe set marked as the 3 hour pace on the packaging. Two unused mfes were also returned to conmed for evaluation. The electrodes were in poor condition folded over on themselves. The pads were peeled apart to reveal the gel surface of the electrodes. There was bloody tissue on the pads from the patient injury; however, there was no evidence that the pads exhibited any arcing (no burn marks ) on the pad surfaces. The pads underwent visual and photographic inspection. The pads are being sent to the manufacturing site for inspection by the contract manufacturer and a second opinion regarding the device. Conversations with the nurse manger of the congenital heart surgery unit, (B)(6), revealed that these mfes were not utilized as per the dfu's, directions for use, of the products. The mfes were applied and left on the patient for a continuous three (3) hour pace and a continuous twelve (12) hour pace. The dfu for the padpro mfes states, "apply a new pair of electrodes every 24 hours, or, after 8 hours of pacing or 50 defibrillations". A philips defibrillator was utilized for the pacing by the end-user facility. The philips non-invasive transcutaneous pacing application note booklet states that with pediatric pacing skin fragility must be considered. Under the section for pediatric pacing the booklet states, "electrodes should be checked frequently (every thirty minutes) to avoid burns and should not be left on for more than two hours." Burns are an inherent risk of transcutaneous pacing and on a small (B)(6) month old infant it is inevitable that these burns occurred when the mfes were utilized for a three hour and a twelve hour continuous asynchronous pace. However, the patient's baseline heart rate was zero (0). Due to this non-existent baseline heart rate it was decided to continually pace the patient without skin checks. This decision was made for the possibility of burn to the patient was not as great as the possibility of death from not pacing the patient during the time period prior to the surgical implantation of a permanent heart pacemaker. The nurse manager of the unit did not feel that there was any dysfunction of the mfes. She realized there was the possibility of severe burns; however, the resultant burns that now require skin grafts are a better resultant outcome than the possibility of the patient's death that could have occured if the mfe's were changed as frequently as recommended to avoid a skin burn. The investigation has not revealed any manufacturing defects with the suspect devices; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed. If any significant findings are revealed by the contract manufacturer with their evaluation, a supplemental report will be filed.

Event description:
It was reported, "infant (B)(6) months old severely burnt while pacing with conmed's 2602 defib pads." The infant needed to be continually paced until they were able to get him/her into surgery to install a permanent pacemaker. The patient received severe burns from this continuous external pacing with our 2602m mfe's, multi-function electrodes. The patient received a 2nd to 3rd degree burn after a three (3) hour pace, and, a 4th degree burn after a twelve (12) hour pace. Both paces were done at a range of 108 to 113 amps. Per the nurse manager of the congenital heart surgery unit, the patient will need to undergo skin grafts at the burn sites when the patient is stable enough.